Event description:
It was reported that code 1003 was seen on pre-implanted pacemaker, which is indicative of battery voltage too low for the projected remaining capacity, during preimplant interrogation. This pacemaker is expected to be returned to boston scientific for analysis, and a new pacemaker was used for the implant procedure. No patient involvement. No adverse patient effects were reported.